Manufacturer narrative:
(B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Space-occupying lesions of the right lung what was the product code of stapler used? Were there any issues with device intraoperatively? Please provide details of medical/surgical intervention provided to patient post-operatively. Symptomatic treatment of hemostasis, anti-inflammation and rehydration what was the source of the bleeding? How was the bleeding addressed? Does the surgeon believe that the post-op bleeding was a result of a deficiency of an ethicon product? What is the current patient status? No feedback from customer, so no additional information could be provided.

Event description:
It was reported that the patient's indication is space-occupying lesions of the right lung,used ecr60g to severing the bronchus. After surgery, the patient lost about 40ml blood fluid (with other fluid) and felt chest pain, chest tightness and shortness of breath. The patient was with hemostasis, anti-inflammatory and fluid replacement symptomatic treatment. The patient is stable now.